Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. Facility was contacted to request lot number and photo of device. Lot number was unavailable and no photos were taken/submitted. Handle is manufactured by richard wolf. It is then sent to endoplus where they manufacture and attach the insulated sheath and forceps. Completed device returned to richard wolf for distribution. Labeling was reviewed and found to be adequate, ie, intended use, indications and field use, preparation and cautions. Rwmic considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.

Event description:
Procedure: laparoscopic cholecystectomy with intraoperative cholangiogram. After using a smooth grasper, it was noticed that the insulation covering the instrument was fragmented near the hub. Doctor was notified and instrument was removed from field.